Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a vial. Visual inspection found the haptic torn and deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1,-9.0/1.0/107 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was later removed and replaced due to excessive vault. The reporter stated " the first one is placed horizontally at 12.1. And the second is placed vertically, which can lower the arch". It was reported that the problem resolved.